Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the start of a routine home hemodialysis treatment, the operator experienced air alarms which could not be resolved. Rinseback was not performed, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported air alarms have been attributed to access flow issues. Nxstage reviewed the reported blood loss with the pt's facility. The facility reports that the pt has ongoing vascular access problems with a catheter that can be positional. The facility also reports that the pt has chosen not to have the catheter replaced at this time and will discontinue hemodialysis therapy altogether if the access loses patency. The cycler alarmed appropriately. There is no evidence of a device malfunction. A direct correlation between the nxstage system one and the blood loss cannot be established. Nxstage considers this report closed.